Manufacturer narrative:
No injury is reported. Consumer alleged, the aspirator was not working. Dealer stated there was a burnt smell and noticed black marks. Unclear if device was dropped. Electronic malfunctions within the aspirator, including any debris that may result, are well contained within the metal enclosure of the device. Product has not been returned for eval so, it is unk if a malfunction occurred or if other factors such as misuse or abuse may have caused or contributed to this incident. Product was approximately 2 years old at time of incident with no previous complaints. Dealer has been contacted several times for return of product for an eval. Dealer has not responded. MDR filed solely on dealer's statement of a burnt smell.

Event description:
The consumer alleges, the machine was not working. The dealer states when she picked up the unit, there was a burnt smell and the unit had black marks. No injury is alleged.